Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 3 hours after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from under the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 10cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient refused to complete the last 20 minutes of their treatment and did not want to be reset up with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The fibers were wet with evidence of blood exposure. Coagulated blood was noted between the screw flange and the polyurethane (pu) cut surface on the cavity ID end of the dialyzer. Coagulated blood was also observed between the housing and screw flange threads on the cavity ID end. During gross visual examination of the returned device a thin, strand-like piece of debris was observed situated between the potting cut surface and the o-ring on the cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory leak test; no leak was observed (possibly due to the coagulated blood). The dialyzer was then subjected to destructive disassembly. The complaint investigator noted excess silicone material, as well as a gouge on the sealing surface of the o-ring. The excess silicone/gouge prevented a secure seal between the potting cut surface and the o-ring. No other damage, defects, or irregularities were identified which would affect the physical integrity of the dialyzer. A review of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the potting cut surface and the o-ring on the cavity ID end which likely compromised the device seal resulting in an external leak. Therefore, the complaint has been deemed confirmed.